Event description:
On (B)(6) 2014, it was reported there was evidence of air bubbles within a filled insulin cartridge. The reporter noted the patient¿s blood glucose (bg) was above 250 mg/dl and unknown if above 500 mg/dl without symptoms reported. No additional information was provided and troubleshooting was unable to be completed. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the allegation of air bubble in the cartridge remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.